Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the patient is having difficulty charging. The caller indicated that the controller gets charged every day, and it charges to 100%. The patient dropped controller and makes a rattling noise. The recharger gets warm/hot during recharging and sometimes the patient has to apply pressure to the recharger to get the device to connect. The recharger cable does not appear to be damaged. The patient sent a picture of controller to the rep, which showed battery empty recharge controller message (screen 79). The patient claimed that the issue started a couple of weeks ago. The caller was not with the patient. No symptoms were reported. A replacement recharger and controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (b)(6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.